Event description:
It was reported that the patient was undergoing generator replacement surgery, and the new lead was connected to the lead outside of the pocket. Diagnostics were within normal limits at that time. The surgeon then placed the generator in the pocket, and the device was communicated with again. The battery was at end of service, even though it had full battery prior to being placed in the pocket. The company representative that was present at the surgery could not see if electro-cautery equipment was in the field while the generator was being implanted or if the metal part of the hex screwdriver was touched while screwing the set screw in. Data from the surgery was reviewed, which showed that the device was functional prior to the surgery and then, within three minutes, the generator was at end of service. This is possibly indicative of the device being hit with electro-static discharge, but there is not enough evidence at this time to determine if that was the definitive cause of the malfunction. The device history record of the generator was reviewed, and the device performed to specification prior to release. The generator has been received, but analysis has not been approved to date.

Manufacturer narrative:
Device available for evaluation?, corrected data: the generator was received by the manufacturer prior to submission of the initial report.

Event description:
Analysis on the generator was approved. The device was subjected to manual sense testing. The pulse generator performed according to functional specifications. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data in memory locations revealed that the minimum battery voltage was much lower than expected for the amount of charge consumed. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during the implant procedure, which may have been a contributing factor for the premature end-of-life indicator. Other than the noted burn marks and premature battery depletion, there were no performance or any other type of adverse condition found with the pulse generator. The cause of the premature battery depletion was user error as labeling warns against the use of electro-cautery once the device is in the sterile field. No further relevant information has been received to date.